Event description:
It was reported that the patient was experiencing overheating of charging disk when performing charging sessions. Patient reports when charging disk was removed, burned marks were visible.